Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter entrapment occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon became stuck with a non-boston scientific guidewire. Both the balloon and the guidewire were removed together, and the procedure was completed with another of the same device. No patient complications were reported.